Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was completely removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. The balloon was tightly folded. Magnified inspection did not reveal any damage or irregularities. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The tip was damaged. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was completely removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.